Event description:
The customer reported to customer service that one of her prongs on the transformer housing has sunken into the housing. When the transforming was received at medela a qe evaluation determined the transformer to be breached, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on (B)(4) 2014 and evaluated on 10/06/2014, the product was determined to be breached and the prongs were loose. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4). Evaluation summary: a visual examination of the power supply revealed the prongs were loose and transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage output across the dc plug measured 13.27 vdc, which indicates that it is producing the correct voltage. Resistance across the dc plug measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 54.5 ohms, and indicates that the thermal fuse did blow. Smoke, fire and sparking were not observed while the transformer was plugged in.